Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of clip would not deploy was confirmed. It is possible that during the procedure, the connection between the bushing and the capsule failed, causing the bushing and the capsule to become stuck together. One possible scenario is that when the physician was grasping the tissue, a soft deployment occurred due to operational factors such as hitting the bushing against the scope, angulation, or physician technique. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction: block d6a (implant date).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.